Event description:
It was reported that the patient presented for a lead revision procedure. Prior to the procedure, it was noted that the right atrial (ra) lead exhibited undersensing and failure to capture. The ra lead was explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported events of failure to capture and undersensing were not confirmed. As received, a complete lead was returned in one piece. Electrical, x-ray and visual examination did not find any anomalies except for procedural damage.